Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, after which the pump resumed normal operation without further issues.